Event description:
Sales representative reported that patient was having a revision surgery as the bone scan showed the tibia was loosening. Initial surgery was on (B)(6) 2011 and revision surgery was on (B)(6) 2013. The sales representative reported that there was nothing wrong with the tibial tray implant.

Manufacturer narrative:
The implants were not returned for examination; therefore, omni could not confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing lot records was performed. All implant lot records were reviewed and there were no deviations reported.